Event description:
It was reported that particulate matter was found inside the reservoir of a half day infusor. This was observed while compounding with an unspecified amount of desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from september 30, 2014 to october 3, 2014. The device was received and evaluated. A microscopic inspection was performed and revealed a black particle approximately 0.02mm in length floating in the fluid inside the reservoir. Fourier transform infrared spectroscopy scanning was attempted, but the particle could not successfully be identified. The reported issue was verified through evaluation. The cause of the particulate matter could not be determined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.